Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the deployment shaft wire was kinked inside the distal basket, causing difficulty inserting/removing into/from sheath and deployment interference. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the wire in the basket of the catheter was broken. During an paroxysmal atrial fibrillation ablation a intellamap orion high resolution mapping catheter was selected for use. Just before inserting the catheter into the sheath, the physican found the wire in the basket broken. The catheter was exchanged and the procedure was completed without any patient complications.

Event description:
It was reported that the wire in the basket of the catheter was broken. During an paroxysmal atrial fibrillation ablation a intella map orion high resolution mapping catheter was selected for use. Just before inserting the catheter into the sheath, the physician found the wire in the basket broken. The catheter was exchanged, and the procedure was completed without any patient complications.